Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported occurred.

Event description:
It was reported that on 03 september 2024, a 25mm navitor vision was selected for implant using a large flexnav delivery system and a large navitor loading system. The patient does not have a past medical history of any conduction disorders. The annulus dimensions were diameter of valsalva: 30mm rcc, 31mm rcc, 33mm ncc; height of valsalva: 17mm; effective orifice area: 405cm2; perimeter of annulus: 73.4mm; ascending aorta diameter: average 35mm. The length of the membranous septum (ms) was confirmed using an ice prior to valve deployment and it was 3.5mm. There was calcification on the native leaflets, but not from subalvular to the lvot. There were no conduction disturbances prior to the procedure. No lbbb was present when the guidewire was crossed and when pre-bav was performed. The depth of the valve deployment attempted to be kept at 3.5mm or less, but at 80% expansion lbbb occurred when the distal open technique started to deploy from the depth of about 15mm. Pacing was performed. Recapture was performed twice and the valve was deployed at final depth 5mm ncc and 5mm lcc. "The procedure was completed in this position because it was difficult to deploy the navitor vision at 3.5mm or less." The patient did not have a temporary pacemaker nor was a permanent pacemaker implanted. The patient was reported to be in stable condition and "left with lbbb developed."